Event description:
A volume discrepancy was reported with the actual residual volume (20ml) greater than the expected residual volume (3.6ml). Per the reporter, the patient was in for initial refill and when the reservoir was emptied all 20 ml of fluid were withdrawn. A roller study was done and wheel turned fine. A dye study was done and the contrast did not make it past a kink at the anchoring site of the catheter. Per the reporter the kink occurred at the time of implantation at the anchoring site. The patient experienced no symptoms and was still being managed on oral medication. A catheter revision was being scheduled. The pump delivered morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter model # 8709sc lot # n309812014 implanted: (B)(6) 2012 explanted: unk.